Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unknown reasons. A new artificial urinary sphincter 71 - 80 cm balloon was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unknown reasons. A new artificial urinary sphincter 71 - 80 cm balloon was implanted. Additional information received indicated that in (B)(6) 2017 the patient experienced increasing urinary incontinence. X-rays with contrast showed no leakage of the device and decreased urethral pressure. The physician decided to replace the balloon with a higher pressure balloon. The patient outcome was reported as good.